Event description:
It was reported that the patient's implantable neurostimulator (ins) was shutting off upon entering her church and her husband's work. Her symptoms would return after about an hour of being at her church and she would have to manually turn the ins back on with the patient programmer to resume therapy. She was around music/audio equipment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v796194, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information reported that the patient¿s implantable neurostimulator (ins) was flipping in the pocket, so it was moved to the opposite side. The device continued to turn itself off every time the patient went to work, so the ins was eventually removed. The patient then complained of intense pain at the original pocket site. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).